Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that they had not felt the stimulation from their implantable neurostimulator (ins) since the day prior to report. When the patient checked the ins with the programmer they saw a low battery symbol. It was recommended that the patient replace the batteries in the programmer. The programmer then showed a blank/mdt splash/low programmer battery screen. The patient was advised to replace the batteries again which reportedly resolved the issue. The patient thought the "low battery" screen was for the ins. The patient was able to turn the stimulation on. The patient was able to connect to the ins using the recharger and reported 1/2 level on the ins battery. The patient was also able to turn the stimulation on with the recharger while recharging. Follow up information received from the patient on (B)(6) 2016 confirmed that the by replacing the batteries this solved the programmer issue. The indications for use for the implanted device were noted as non-malignant pain and other chronic/intract pain (trunk/limbs). If additional information is received, the event will be updated.